Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to the patient needing an MRI compatible device. The patient was reimplanted with another cochlear device during the same surgery.